Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged a load step malfunction. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed two ¿no cartridge detected¿ warnings following load steps. An ezprime sequence was performed with no prime issues or unconfirmed alarms. The force sensor calibration measured within specifications. There was visible evidence of moisture behind the display lens. The leak test failed due to crack between the display lens and case seal. The pump was opened and moisture was observed on internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored.